Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('malposition essure birth control device') and myasthenia gravis ('autoimmune disorder type of disorder: myasthenia gravis') in a 34-year-old female patient who had essure (batch no. 846837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myasthenia gravis (not recovered prior to essure), loop electrosurgical excision procedure, thymectomy and uterine bleeding. Concomitant products included cetirizine hydrochloride (zyrtec) since 2014, ethinylestradiol;norethisterone acetate (loestrin) from (B)(6) 2018, fluoxetine hydrochloride (fluoxetin) from (B)(6) 2018, mometasone furoate (flonase) since 2014, paracetamol (acetaminophen) since 2011, potassium since 2014, prednisone from 2011 to 2018 and vitamin d nos (vitamin d) since 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), 6 years 11 months after insertion of essure. In (B)(6) 2018, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), myasthenia gravis (seriousness criterion medically significant), abdominal pain upper ("stomach area pain") and neck pain ("neck area pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, myasthenia gravis, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the pelvic pain, abdominal pain upper and neck pain was resolving. The reporter considered abdominal pain upper, anxiety, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, myasthenia gravis, nausea, neck pain, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea and dyspareunia, pelvic pain, myasthenia gravis, migraine, anxiety. Concerning the injuries reported in this case, the following ones were extracted from patient¿s medical records : malposition essure birth control device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition essure birth control device'). In a 34-year-old female patient who had essure (batch no. 846837), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: myasthenia gravis (not recovered prior to essure), loop electrosurgical excision procedure, thymectomy, uterine bleeding and body mass index: normal. Current weight: 183 lbs. Concomitant products included: fluoxetine hydrochloride (fluoxetin) since january 2014 for depression, ethinylestradiol, norethisterone acetate (loestrin) from june 2018 to july 2018 for dysmenorrhea, paracetamol (acetaminophen) since 2011 for pelvic pain female. As well as cetirizine hydrochloride (zyrtec) since 2014, mometasone furoate (flonase) since 2014, potassium since 2014, prednisone from 2011 to 2018 and vitamin d nos (vitamin d) since 2014. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced, pelvic pain ("physical pain/pelvic area pain"), vaginal haemorrhage (abnormal bleeding ("vaginal, menorrhagia")), menorrhagia (abnormal bleeding ("vaginal, menorrhagia")), female sexual dysfunction (apareunia ("inability to have sexual intercourse")), dysmenorrhoea (dysmenorrhea ("cramping")) and dyspareunia (dyspareunia ("painful sexual intercourse")). And was found to have weight increased ("weight gain / loss, specify which one; weight gain"). On (B)(6) 2018, the patient experienced, migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6)2018, the patient experienced, depression ("psychological or psychiatric problems, condition; depression") and anxiety ("psychological or psychiatric problems, condition; anxiety/mental anguish"), 6 years 11 months after insertion of essure. On (B)(6) 2018, the patient experienced, cystitis ("infection (bladder/ urinary tract/vaginal), type; bladder") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced, device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced, device dislocation (seriousness criteria medically significant and intervention required), myasthenia gravis ("autoimmune disorder, type of disorder; myasthenia gravis"), abdominal pain upper ("stomach area pain") and neck pain ("neck area pain"). The patient was treated with doxycycline (doxycline), nsaids and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes), and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, myasthenia gravis, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and weight increased outcome was unknown. And the pelvic pain, abdominal pain upper and neck pain was resolving. The reporter considered abdominal pain upper, anxiety, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, myasthenia gravis, nausea, neck pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index wa, 22.8 kg/sqm. Hysterosalpingogram: on an unknown date. Essure device was successfully occluded. On (B)(6) 2011, total bilateral occlusion. Pregnancy test: on (B)(6) 2011, negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs was received: new event: weight gain was added. Treatment drugs were added. Products indications were added. Patient demographic was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('malposition essure birth control device') in a 34-year-old female patient who had essure (batch no. 846837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myasthenia gravis (not recovered prior to essure), loop electrosurgical excision procedure, thymectomy, uterine bleeding and body mass index normal. Current weight 183 lbs. Concomitant products included fluoxetine hydrochloride (fluoxetin) since (B)(6) 2014 for depression, ethinylestradiol; norethisterone acetate (loestrin) from (B)(6) 2018 to (B)(6) 2018 for dysmenorrhea, paracetamol (acetaminophen) since 2011 for pelvic pain female as well as cetirizine hydrochloride (zyrtec) since 2014, mometasone furoate (flonase) since 2014, potassium since 2014, prednisone from 2011 to 2018 and vitamin d nos (vitamin d) since 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2018, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), 6 years 11 months after insertion of essure. In (B)(6) 2018, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), myasthenia gravis ("autoimmune disorder type of disorder: myasthenia gravis"), abdominal pain upper ("stomach area pain"), neck pain ("neck area pain") and hypersensitivity ("allergic reaction"). The patient was treated with doxycycline (doxycline), nsaids and surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes) ).essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, myasthenia gravis, cystitis, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal discharge, weight increased and hypersensitivity had resolved and the abdominal pain upper and neck pain was resolving. The reporter considered abdominal pain upper, anxiety, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, myasthenia gravis, nausea, neck pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain, bleeding, fracture, migration, bladder/urinary problem. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.8 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2011: total bilateral occlusion. Pregnancy test - on (B)(6) 2011: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event added: allergic reaction, event outcome and reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('malposition essure birth control device') and myasthenia gravis ('autoimmune disorder type of disorder: myasthenia gravis') in a (B)(6) year-old female patient who had essure (batch no. 846837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included myasthenia gravis (not recovered prior to essure), loop electrosurgical excision procedure, thymectomy and uterine bleeding. Concomitant products included cetirizine hydrochloride (zyrtec) since 2014, ethinylestradiol; norethisterone acetate (loestrin) from (B)(6) 2018 to (B)(6) 2018, fluoxetine hydrochloride (fluoxetin) from (B)(6) 2018 to (B)(6) 2018, mometasone furoate (flonase) since 2014, paracetamol (acetaminophen) since 2011, potassium since 2014, prednisone from 2011 to 2018 and vitamin d nos (vitamin d) since 2014. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain ("physical pain/pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), 6 years 11 months after insertion of essure. In (B)(6) 2018, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and fatigue ("fatigue"). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), myasthenia gravis (seriousness criterion medically significant), abdominal pain upper ("stomach area pain") and neck pain ("neck area pain"). The patient was treated with surgery (hysterectomy, salpingectomy (bilateral removal of fallopian tubes) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, myasthenia gravis, vaginal haemorrhage, menorrhagia, cystitis, female sexual dysfunction, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown and the pelvic pain, abdominal pain upper and neck pain was resolving. The reporter considered abdominal pain upper, anxiety, cystitis, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, myasthenia gravis, nausea, neck pain, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea and dyspareunia, pelvic pain, myasthenia gravis, migraine, anxiety. Concerning the injuries reported in this case, the following ones were extracted from patient¿s medical records : malposition essure birth control device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and mr received. Events per pfs:lot number received. Case became incident. Events device breakage, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, anxiety and mental anguish, autoimmune disorder type of disorder: myasthenia gravis, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), stomach pain, neck pain, vaginal discharge, fatigue added. Event per mr: malposition essure birth control device were added. Outcome of stomach pain, neck pain and pelvic pain were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.